Event description:
The customer reports the system did not x-ray. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep saved the cal files from the system and replaced the system interface pcb. He tested the system for proper operation per ge specs and found the system still not to be working properly, the customer wanted this case closed and will open another case.